Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms which were unable to be reproduced during evaluation. The reported symptom was verified through a review of the event history log and found to be caused by low fluid numbers from an out of specification ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The customer stated that the event occurred during therapy in an ambulance. Use errors and proper user instructions are addressed in sigma spectrum operator's manual rev h, which is shipped with every spectrum device. The guide warns the user that the sigma spectrum with master drug library has not been tested or approved for use in motor vehicles or aircraft. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm during therapy (medication, dose, programmed amount and delivery rate unknown) in an ambulance. The customer also stated that the device was swapped out upon arrival at the facility and that there was no patient injury or medical intervention associated with this event. No additional information is available.